Manufacturer narrative:
Testing of actual/suspected device. A getinge field service engineer (fse) was dispatched to evaluate this unit. The cs300 unit displayed maintenance code required 1 during preventative maintenance, the defective drive was replaced. A full pm and calibration on the unit was performed. The unit passed all functional checks and has been returned and cleared for clinical use. The initial reporter named in is a getinge employee who has different contact details from that of the event site (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) presented maintenance code 1. It is known this event occurred during pm, thus no adverse event was reported as there was no patient involvement.

Manufacturer narrative:
(Type of investigation, investigation findings, component codes, investigation conclusions), h10 additional information: name: (B)(6), phone no. (B)(6), occupation: biomed a getinge field service engineer (fse) evaluated the iabp unit and unit displayed maintenance code required 1 message during preventative maintenance. To fix the issue fse replaced the defective manifold drive . A full pm and calibration on the unit was performed. The unit passed all functional checks and has been returned and cleared for clinical use.